Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received motor error alarm during rewind. It was reported that the pump was exposed to high magnetic field. It was reported that motor position encoder error alarms were noted in the device's alarm history. It was reported that the customer was not able to exit the rewind screen. It was reported that the device would be replaced. No further information provided.

Manufacturer narrative:
The pump failed the displacement test. A motor position encoder error alarm was confirmed in the alarm history screen, and a motor error alarm was noted during the rewind due to an out of phase motor encoder. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked lcd window, a cracked reservoir tube lip, and cracked battery tube threads.